Event description:
It was reported that the infusion set was leaking at the headset. The patient noticed the leak when he saw his shirt was wet with insulin. He experienced an elevated blood glucose level of 400 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.